Event description:
The patient was reportedly experiencing sound quality issues. Testing of the patient's device showed multiple open electrodes. Surgery to explant the patient's device has been scheduled.